Event description:
It was reported by the neurologist that the patient battery was not programmed back on after the generator was pulse disabled; therefore, this was not the cause of the painful stimulation. It was reported by the neurologist that the intense stimulation was believed to be due to low battery. It was noted that the patient had been referred for replacement due to the low battery. It was reported that the explanted generator was discarded. No additional relevant information has been received to date.

Event description:
It was reported by the patient neurologist that the patient generator was pulse disabled. After the patient device was interrogated, the patient began screaming like she was receiving strong vns stimulation. It was reported that the pain resolved after the neurologist sent the output current to 0 ma. It was reported that the patient had a generator replacement. The explanted generator has not been received to date. No additional relevant information has been received to date.